Event description:
A dealer called into technical assistance and states that the tilt actuator will not go to up position without dropping. It was reported a new tilt actuator will be sent for repair. No injury.